Event description:
According to the reporter, the device will not fire, and the jaws were stuck. Appears one arm of clip applicator jammed. The jaws were stuck on tissue. The surgeon had to tie off the vessel. Once the suture was tied around the vessel the device was cut free from the vessel. There was no additional bleeding as area was sutured. The jaws were aligned during product use.

Manufacturer narrative:
(B)(4).